Event description:
Related manufacturer report number 2017865-2024-34569. It was reported that inadequate capture, high pacing impedance, and r-wave amplitude variation were noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no lead anomaly was observed either visually nor via diagnostic imaging. A revision procedure was performed with the intention of replacing the rv lead and downgrade the device due to the condition of the patient. There was no allegation on the device. During the procedure, pericardial effusion was noted by the physician due to cardiac perforation in the right auricle. The physician does not suspect the performance of the rv lead caused nor contributed to the cardiac perforation. The patient experienced low blood pressure and the ventricle was collapsed with blood. The cardiac surgeon attended and intervention was performed including cardiac massage, medication including adrenaline, and blood transfusions. The chest was opened, a break in the right auricle was observed and attempts to resolve where attempted. The patient passed away with the cause of death being attributed to the cardiac perforation resulting in pericardial effusion and collapse of the heart.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.